Event description:
The dentist reported that this screw has fractured.

Manufacturer narrative:
This biomet3i product was discarded by the doctor after he claimed that it fractured. Since this product was not returned, this complaint cannot be verified there was no lot or order number provided. The review of the product history did not provide any indication of a manufacturing deviation that would cause this condition. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.